Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima¿ IV catheter safety system needle failed to retract. The following information was provided by the initial reporter: material no. 383313, batch no. 8334982. It was reported that the needle failed to retract into the safety device. Per email: I have a product issue dealing with your product #383313, the needle did not retract into the safety device leaving the needle completely exposed. No needle stick occurred. Packaging and product was discarded.

Event description:
It was reported that bd saf-t-intima¿ IV catheter safety system needle failed to retract. The following information was provided by the initial reporter: material no. 383313; batch no. 8334982. It was reported that the needle failed to retract into the safety device. Per email: I have a product issue dealing with your product #383313, the needle did not retract into the safety device leaving the needle completely exposed. No needle stick occurred. Packaging and product was discarded.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8334982. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.